Event description:
Healthcare professional later confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product. Later, patient reported rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification to b.3. Date of occurrence: the event was reported to have been diagnosed on 16/oct/2024. Additional, changed, and/or corrected data: d4, e1, g2, h11.

Event description:
Healthcare professional reported a left side exchange due to concerns with the product. Patient additionally reported rupture and capsular contracture baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade iii. Device remains implanted.